Manufacturer narrative:
Per additional information received on december 30, 2024, the new diagnosis is as follows: date of event - december 30, 2024; diagnosis - right side capsular contracture (bg 4). No date for explantation has been set." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on february 27, 2025, patient scheduled for bilateral replacements with cat: 3505750bc on (B)(6) 2025. Reason for device explant and/or reoperation: symptomatic rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 16, 2025, patient underwent bilateral replacements as follow: r/sn: (B)(6), l: (B)(6), and right sided capsulectomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on may 07, 2025, indicated that the patient also experienced left sided pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on may 20, 2025. Device evaluation completed on may 21, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed that the smooth uhp 700cc breast implant was found to be ruptured and received in two parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with 700cc smooth mentor memorygel breast implant experienced right-sided implant rupture postoperatively. The patient suffered with pain, and rupture was suspected via ultrasound and physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.